Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, after unpacking the device, the sphincterotome was tested outside of the patient for functionality. At this time, it was discovered the cutting wire was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2011. According to the complainant, after unpacking the device, the sphincterotome was bowed outside of the patient to test for functionality. At this time, it was discovered that the cutting wire was broken.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during an endoscopic sphincterotomy (est) procedure on (B)(6) 2011. According to the complainant, after unpacking the device, the sphincterotome was tested outside of the patient for functionality. At this time, it was discovered the cutting wire was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cutting wire was broken. The proximal end of the cutting wire had retracted into the extrusion. The wire anchor remained intact inside of the distal pierce hole. The anchor notch assembly was removed from the distal pierce hole. It appeared that the cutting wire had broken off from the anchor notch assembly. The length of the broken cutting wire and the outer diameter of the cutting wire were measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed no similar complaints for the specified batch number. The investigation concluded that it appears the cutting wire snapped likely due to being grounded against some part of the scope and/or high power settings. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) for the reported event of cutting wire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.